Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of device memory confirmed the device reverted to safety mode after experiencing multiple ¿power-on resets¿. Using an engineering tool, device function was changed to ¿primary operation¿. Subsequently, the device communicated normally with a programmer. Review of enhanced device memory details noted the power-on resets occurred after a capacitor reformation was attempted and resulted in no measurement. The device was then monitored over several days while being exposed to different temperatures. No power-on resets recurred and normal operation persisted. An x-ray of the device noted no anomalies. The device case was removed to facilitate inspection of the internal components. There were no signs of foreign material. The device battery was removed and replaced with an external power source. The voltage of the external power source used was inadvertently too high, resulting in damage to the integrated circuit. No issues had been noted up to this point that would have caused or contributed to the identified power-on resets which resulted in the observed reversion to safety mode. After the ic became damaged, no further testing was able to be performed.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device sought medical assistance due to beeping tones. An interrogation confirmed the unit was in safety core operation. The patient was hospitalized and a replacement of the device completed. No resulting adverse effects were reported and the explanted unit was later returned for analysis.